Event description:
Event description boston scientific received information from the patient that four months ago, their device stopped working. They also feel the same feeling when the clinic tests the pacing function at evaluation. The patient thinks there is a problem with his device but no one will talk to him at the clinic. To date, there have been no reported patient symptoms associated with this clinical observation.